Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. Per the field service representative (fsr). The biomedical technician stated, the issue was, due to use error. And they were aware of the instruction for use (IFU) of the unit. The user declined for service to be requested. So no further evaluation could be made. If additional information becomes available on this complaint, that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), after further testing by the user facility's in house biomedical engineer and perfusionist, they determined the issue was due to use error.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a 'check sensor error art flow' message. As a result, an alternate device was employed. There was no delay. No other details regarding the nature of this event were provided.